Manufacturer narrative:
This event is reportable as it is assumed that intervention was required for the severe allergic reaction. Attempts were made to obtain additional information, such as, lot code, required treatment, etc. These attempts were unsuccessful. The product was not returned for evaluation. As such, a full investigation was not possible.

Event description:
Complainant reported a severe reaction following application of a fusion product on a male patient. Additional communication from a nurse stated that this appeared to be an allergic reaction to cyanoacrylate.